Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affliate that the ems instruments jammed. Another instrument was used to the complete the case. There was no consequence to the pt.